Manufacturer narrative:
Unit received with minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, and loose/protruded drive support disk.

Event description:
The customer's husband reported via phone call that a piece crack off the insulin pump while she was changing the battery. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.